Event description:
It was reported by the patient that they experienced three seizures from one box. The patient stated that their husband was a paramedic and help them. No other information was provided since they were not hippa verified. Also follow up is not possible since there is no patient information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizures. No lot release records were reviewed, as the product lot number was not provided.